Event description:
It was reported that during a gastrectomy procedure, an error 5 was displayed. When the nurse cleaned the device, the blade became detached outside the patient's body. No pieces were left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.